Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 22 mg/dl. Customer was unconscious and experienced a seizure. Customer received assistance from paramedics but declined to be taken to the ER. Customers bg was addressed by ingesting food and receiving a intravenous drip. It was reported the cause of the low bg level was due to the customers husband delivering a bolus. Customer reported that the pump was working as expected.